Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s adc freestyle libre 2 sensor fell off after 7 days of wear. The customer experienced symptoms described as ¿palides¿, sweating, and tremor and was unable to self-treat. The customer was provided oral glucose by a third party as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s adc freestyle libre 2 sensor fell off after 7 days of wear. The customer experienced symptoms described as ¿palides¿, sweating, and tremor and was unable to self-treat. The customer was provided oral glucose by a third party as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.